Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. However, as received, the octrode lead showed frayed/kink mark on the outer tubing with one broken wire. Setscrew marks were present on insertion band contact, which indicated the lead was secured. The cause of the reported event was consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01960. It was reported that the patient lead had migrated and patient lost therapy. As a result, a surgical intervention occurred where in one lead was repositioned. The second lead was explanted and replaced because it appeared to be frayed. Effective therapy was established post-op.